Manufacturer narrative:
(B)(4). Batch # n56p8n. Additional information: the procedure was completed laparoscopically with the same ats45 device and a new white reload. Clarification of event was the surgeon started to fire the device and stopped and then it would not fire. The rep reports the first few drivers are up, but it did not advance very far then the device was removed without issue and loaded with a new reload. The analysis results found that the tr45w reload was received partially fired 1/10 and with damage to the spring cartridge lockout. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device, make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the returned reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the first two loads fired correctly. The third firing the device did not fire completely. The device started to fire, stopped and would not fire. The surgeon opened another reload and used the same device and new reload to complete the case. There were no adverse consequences for the patient.